Manufacturer narrative:
The actual complaint product was not returned for evaluation. A photo of the device was provided by the customer. The photo was reviewed; however, the reported failure could not be confirmed. Root cause could not be determined. All information reasonably known as of 17 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot m6362t612 was reviewed and the product was produced according to product specifications. A photo of the device was provided by the customer. All information reasonably known as of 20 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units. This is the second of two reports. Refer to 8030647-2020-00049 for the first report. It was reported that "the mount is not connecting to the ett [endotracheal tube] with or without flex connector in packet (or similar connector from off the shelf). Not offering a seal causing disruption to ventilation parameters with pressures falling." No ill effects from the closed suction catheter; this was removed and a 14fr [french] used with no issues.